Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. All available information was investigated, and a cause for the reported tissue damage, single leaflet device attachment (slda) and subsequent patient effects could not be determined. The hospitalization was due to case circumstances. The reported patient effects of tissue damage, recurrent mitral regurgitation (mr) and dyspnea, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the single leaflet device attachment (slda), tissue damage and recurrent mr. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 treat mitral regurgitation (mr) with a grade of 4. One clip (cds0501, 70914u131) was implanted, reducing the mr to <1. On (B)(6) 2019, the patient presented with dyspnea. A control echocardiogram was performed, which found that the most lateral clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A rupture chord was noted causing severe mr. There was notable leaflet thickening and calcification throughout his heart. There was no treatment performed or planned for the patient. No additional information was provided.